Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the eight infusion set was fell off during use. The infusion set is long for 1 day & ½ day. The blood glucose level was 200 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR 1891710 - MDR 3003442380-2024-09243 - device 3 of 8.